Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable calcium gen2 result for one patient on their c111 analyzer. The customer stated the sample was clear and transferred to a sample cup and put on the analyzer manually. The patient's initial calcium result was 11.4 mg/dl and it was reported outside the laboratory. The customer looked at the patient's previous calcium results which were around 9.1 mg/dl. The customer then placed the sample back aboard the analyzer and repeated it. The repeat result was 9.2 mg/dl. The repeat result was considered correct. The customer then called the doctor right away and there were no adverse events. The calcium reagent lot number was 68699601 and the expiration date was 07/31/2014. The field service representative could not find the cause. He cleaned the wash station, water tank, and water inlet filter. A successful check test and precision test were performed.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were in range, and a reagent problem was ruled out.